Manufacturer narrative:
This follow-up report is being submitted to relay corrected information:please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2022-01457.

Manufacturer narrative:
H10. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2011, and then experienced revision surgical procedure on (B)(6) 2018 approximately 7 years and 9 months after initial implant. No images were provided. There is no device information provided. There is no other information available.